Manufacturer narrative:
According to the customer, on 04/14/2026 the product was being used for a patient in a senior living community when it was discovered that the power button was "broken". The customer reported that the item was replaced by a working unit and no injury occurred as a result of the reported product problem. The customer reported that there was no follow-up care, medical, and/or surgical intervention or treatment required related to the reported problem. The customer reported the patient involved has "passed", and the date of the death was (B)(6) 2026. The customer reported that the product did not cause or contribute to the death. Information received to-date has been evaluated and it was determined the subject product did not reasonably cause or contribute to the reported death. No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care related to the reported product problem. It has been determined that the event did not involve a death or serious injury related to the product problem; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2026 the product was being used for a patient in a senior living community when it was discovered that the power button was "broken".